Event description:
It was reported that during a meniscus repair, when the t1 of the ultra fast-fix was deployed, t1 and t2 deployed simultaneously. Both ts were deployed through the meniscus and were removed from the patient by pulling them out with the surgeon's hand. The procedure was completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on: b5, e1, h6 (impact code).

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair, when the t1 of the ultra fast-fix was deployed, t1 and t2 deployed simultaneously. The t was pulled out by the surgeon's hand. The procedure was completed using a smith and nephew backup device; however, it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 is off the needle but attached to the suture. The t2 is on the needle and has been pushed forward to sit behind the dimple. The variable depth straw has been trimmed. A functional evaluation, using a simulation meniscus, showed the t2 deployed and implanted as intended. An analysis of the customer provided image found the device with the sutures outside and both implants outside. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the device with the sutures outside and both implants outside. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.